Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable condition.